Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had lack of therapy and impedance's were above 10,000 ohms. There were no factors that could have been contributed to the issue. Impedance check was performed on (B)(6) and they tried reprogramming the electrode configuration. The cause of the reported problem was not determined and no further actions had been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.